Event description:
Related manufacturer reference number: 2017865-2022-05439. It was reported that the patient presented with over-sensing noise on both the right atrial (ra) lead and right ventricular (rv) lead. No interventions were reported. The patient was stable.